Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6) hospital. 1 h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023, getinge became aware of an issue with one of surgical equipment hled. It was stated the safety lock was broken with risk of dome falling. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Initial reporter was clinical engineer. The correction of d4 catalog #, d4 serial # (B)(6) device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous d4 catalog # ard568511512c, corrected d4 catalog # ard568303906. Previous d4 serial # (B)(6), corrected d4 serial # (B)(6). Previous h3a device evaluated by mfg: no, corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other, corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer, corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of surgical lights ¿ hled. Initially it was stated the safety lock was broken with risk of dome falling, but according to analysis by subject matter expert this issue could not lead to the dome falling and is not safety related. Based on photographic evidence received during further analysis of the complaint it was found the label and paint were chipping off, keypad membrane was damaged with missing particles and the underside headlight cover and plate were cracked with risk of missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to the event. There is no information if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The holding plate damages are due to impacts, collisions (abnormal use) or the spacer has been forgotten during assembly or a maintenance (stressed by screw). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the impacts, we recommend to perform corrective maintenance to rectify the default after its detection. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. The keypad peeling off is a normal wear at this location. In the chapter daily inpections before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the impacts, we recommend performing corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on (B)(6) 2023 getinge became aware of an issue with one of surgical equipment - hled. It was stated the safety lock was broken with risk of dome falling. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 28th april, 2023 getinge became aware of an issue with one of surgical equipment - hled. Initially it was stated the safety lock was broken with risk of dome falling, but according to analysis by subject matter expert this issue could not lead to the dome falling and is not safety related. Based on photographic evidence received during further analysis of the complaint it was found the label and paint were chipping off, keypad membrane was damaged with missing particles and the underside headlight cover and plate were cracked with risk of missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. The correction of d4 catalog # and model # deems required. This is based on the internal evaluation. Previous d4 catalog # and model # ard2lca0005 corrected d4 catalog # and model # ard36860999.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical equipment - hled. Initially it was stated the safety lock was broken with risk of dome falling, but according to analysis by subject matter expert this issue could not lead to the dome falling and is not safety related. Based on photographic evidence received during further analysis of the complaint it was found the label and paint were chipping off, keypad membrane was damaged with missing particles and the underside headlight cover and plate were cracked with risk of missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.